Event description:
During the declot procedure, a prolumen was used. The physician stated that he did not advance the wire forward in the pt while it was exposed and unsheathed, but felt that something was wrong when the device was first turned on in the graft. The physician felt that the wire was not spinning very fast and sounded like it was getting bogged down. The physician immediately turned off the prolumen device and covered the wire. The device was repositioned and turned on again, and at that time the s wire broke off in the graft. The s wire was retrieved with a snare and another device was used to complete the case. No further complications were reported.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the product evaluation.